Event description:
It was reported that low hv lead impedance and possible output circuit damage were observed. Device was explanted and replaced. The patients condition was good.

Manufacturer narrative:
The reported output anomaly and low hv lead impedance was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the high voltage output circuit was noted to be damaged. The cause of the damage could not be determined.